Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly and the pump touch screen was unresponsive and cracked. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.